Manufacturer narrative:
Manufacturer's investigation conclusion: although the reason for explant is unknown, the patient's outcome was reportedly not considered to be device or therapy related. The device was not returned for evaluation. The customer indicated that no additional information related to the event will be provided. The relevant sections of the device history records for vad-12530 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2013. The reason for explant was unable to be provided.